Manufacturer narrative:
(B) (4). Results: error code displayed. The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the system displayed a fast stop activated error message. No pt injury was reported.